Manufacturer narrative:
The field service engineer could not reproduce the issue. The gear pump pressure was adjusted and the wash water volume was adjusted. The cell washing was checked and there were no issues. The probes were adjusted and cleaned. The tanks were cleaned. Controls were run and there were no abnormalities. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.

Event description:
The initial reporter stated they were having issues with quality control recovery and received questionable results for an unspecified number of patient samples tested on a cobas 8000 c702 module. The customer provided an example of one patient sample with discrepant alt results. The alt reagent is an unknown competitor reagent and is not manufactured by roche. Quality controls run early in the morning showed no problem. Controls measured later that morning had values that were outside of the 3 standard deviation control range or higher. The sample initially resulted in an alt value of 101 u/l and it repeated on a second analyzer as 63 u/l.